Event description:
The nurse at the user facility reported that during preparation for use, touch panel error code e333 was displayed. There was no report of patient harm due to the event. Additional details regarding the event were unknown or not available.

Manufacturer narrative:
The suspect device was sent to the olympus service center for evaluation. The device inspection and testing did not confirm the reported touch panel error code e333. There was no observation of physical or functional abnormalities. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is possible that the problem occurred due to a temporary abnormal operation of the touch panel. Olympus will continue to monitor field performance for this device.